Manufacturer narrative:
Additional initial reporter - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy a fiber optic sensor failure occurred. The customer successfully switched over to the fluid lumen and called to ask for assistance with a flat art line waveform. With the pump on standby, they aspirated blood from the fluid lumen and flushed the line for a full 15 seconds which resolved the arterial line issue and produced a pulsatile waveform. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint # (B)(4).